Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
The report concerns a (B)(6) years-old man. He experienced bleeding and pain one day after starting to use samples of speedicath standard male urinary intermittent catheters that he received from his medical doctor. After a visit to his urologist, he was diagnosed with bladder and kidney infection and received antibiotics treatment for the infection. He continued to use the speedicath standard catheters, as he had no others, and his urine was getting darker and darker. He is an experienced user and have performed intermittent catheterization since around year 2000. The end-users stated that the catheters felt like sand-paper upon insertion, the surface felt rough when he touched it with his fingers, but the catheters were wet and there was liquid inside. At follow-up it is stated that the end-user is now recovering, and he continues to self-catheterize with intermittent catheters. No additional information is available.

Manufacturer narrative:
Correction: the device was not returned for analysis. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.